Manufacturer narrative:
(B)(4). Concomitant medical products: 110010242 6882934 g7 osseoti 3 hole shell 48mm c. 650-1055 3035116 cer bioloxd option hd 28mm. 650-1066 3050922 cer opt type 1 tpr sleve 0mm. 51101080 6341287 femoral stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient underwent a closed reduction under anesthesia approximately 2 days post implantation due to a right hip dislocation after suffering from a fall. The fall occurred while walking to the bathroom in a private residence. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.